Event description:
It was reported that the user could unlock the ilet device but could not select any further options, preventing actions such as meal announcements and access to the menu to restart, and a replacement device was sent. Symptoms included no reported clinical effects. Outcomes included continued cgm use via the dexcom app or receiver while awaiting the replacement device and instructions provided for device shutdown to avoid further alerts. Investigation included remote troubleshooting and logistical coordination for device replacement and inspection of the returned device. Investigation of this device revealed a device usability and touchscreen responsiveness problem consistent with a hardware screen malfunction. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure related to the display or touch interface.

Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."